Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose on 12/25 with blood glucose of over 500 mg/dl. The customer's current blood glucose is over 500 mg/dl. The customer was treated with IV and manual injections. Troubleshooting was done for high blood glucose. The insulin pump will not be returned for analysis.